Event description:
On (B)(6) 2014, the patient was implanted with gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm and a type b complicated aortic dissection. The aneurysm sac measured 64mm, a surgical de-branch was performed on the left common carotid artery and the left subclavian artery. It was reported a computed tomography dated (B)(4) 2014, revealed a type ii endoleak. There is no aneurysm sac enlargement and no false lumen reperfusion. On (B)(6) 2014, a reintervention was performed, the physician occluded the proximal left subclavian artery with a vascular plug. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Patient¿s medications: elavil, norvasc, aspirin, coreg, advair, lasix, glucotrol, indocin, glucophage, singulair, nexium, potassium chloride, senokot, zocor, aldactone, ultram, oxycodone the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with acute and chronic dissections. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.